Event description:
It was reported to tyco/kendall healthcare that a cust. Had a problem with the single lumen insertion tray (PICC). The cust. Reports PICC was believed to be placed in 2007. Blood under the dressing was noticed 5 days later. Went to change dressing and noticed the PICC had broken off into the patient at the butterfly wing. PICC was trimed to 7cm. Continuous flow was used to maintain patency. PICC was placed in saphenous vein in upper thigh and ran to the groin. Line was used to run antibiotics at 2ml/hr. Chevron technique for dressing and they were using a positive pressure valve.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.